Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 9, 2022.

Manufacturer narrative:
This report is submitted on jun 29, 2021.

Event description:
Per the surgeon, the patient experienced an infection at the implant site which was treated with oral and topical antibiotics. There was also skin necrosis and the implant had extruded. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.